Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead's defibrillation impedance had an abrupt rise and was somewhat erratic. The patient's renal failure was suspected as the cause of the lead behavior. The high voltage portion of the lead was capped, but the pace/sense portion of the lead remains in use. No patient complications have been reported as a result of this event.